Manufacturer narrative:
Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin s3 roller pump module sorin s3 console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during priming, the egb for the sorin s3 console would not work with the remote module and the cardioplegia module recirculate and deliver buttons would not operate the cardioplegia pump. The system was restarted and the faults cleared. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that during priming, the egb for the sorin s3 console would not work with the remote module and the cardioplegia module recirculate and deliver buttons would not operate the cardioplegia pump. The system was restarted and the faults cleared. There was no report of patient injury.